Manufacturer narrative:
The device was returned to olympus for inspection. And the reported failure was not confirmed. However, the following reportable malfunctions were identified, during the device evaluation: broken r-unit (charged coupled device), no image displayed, stripes in the image, noisy image, broken light guide bundle of the video cable section and light transmission lost or too low. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the subject device had loose contact. The issue was found, during set up for an unspecified procedure. There were no reports of patient harm.